Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No button error alarm or battery out limit alarm noted. Insulin pump unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test or test the operating currents due to no button response. Insulin pump had minor scratches on display window, cracked battery tube threads, broken reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. Customer removed the battery to silence the alarm, however she was unable to clear the alarm. Customer removed battery to silence the alarm. The blood glucose reading was 156 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.